Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9618-24 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the cutting blades are dull. Additionally, laser marks are faded as well. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. This condition does not indicate a device defect. This condition indicates normal wear.

Event description:
On 11/04/2024, a sales representative reported via sems-06702848 that an ar-9618-24 24 mm primary reamer was worn. The case was completed, and it was determined that the worn reamer needed replacement. No adverse effects on the patient were reported. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Additional information was received on 11/07/2024: this was discovered during a reverse tsa procedure. The case completed as normal.

Event description:
Additional information was received on 11/07/2024: this was discovered during a reverse tsa procedure. The case completed as normal.